Event description:
The device was used during an unspecified procedure. Reportedly, the instrument did not cut and was difficult to remove. The surgeon performed an unanticipated ileostomy to complete the procedure. The hospital has reported the patient's condition is satisfactory.